Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to fracture and out of range impedances. The ring electrode appeared cracked and bipolar lead impedance measured >2500 ohms. The device was programmed to pace unipolar with impedance of 331 ohms, and had a threshold of 0.6v@1.0ms. No adverse patient events were reported. Should additional information become available, this file will be updated.